Manufacturer narrative:
The event occurred while the customer was on holiday in (B)(6), was reported to roche (B)(4) affiliate.

Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment at a time when the mobile meter was unavailable for use due to error within specifications. A request was made for the return of the meter and strips.